Event description:
Case reference number (B)(4) is a spontaneous report sent on 27-feb-2026 by a registered nurse via sales representative concerning a 45-year-old female patient. No information about medical history or allergies has been provided. The patient did not receive any concomitant toxin or treatment. The patient underwent endolift face tightening procedure in (B)(6) 2025, which the reporting hcp believed was performed by an unlicensed medical beauty supply provider. On (B)(6) 2025, the patient received treatment with one vial of sculptra (lot 4j0582) to the middle third of the face, double chin and around the jawline for skin tightening (unknown injection technique and needle type). Sculptra was diluted to 2.5 ml (intentional device misuse). The procedure was reportedly performed at the same unlicensed medical beauty supply facility. One week after the treatment, in (B)(6) 2025, the patient developed nodules (implant site nodule). The patient attempted to massage the nodules without improvement. In (B)(6) 2026, the patient consulted another aesthetic provider. At that time, the hcp reported that the nodules demonstrated induration (implant site induration), inflammation (implant site inflammation) and were warm to touch (implant site warmth). The hcp thought it looked like an infection (implant site infection), and the patient was prescribed treatment with doxycycline [doxycycline] for two weeks. Following antibiotic treatment, the nodules looked like they softened, however, still had drainage (implant site discharge). Subsequently, the hcp performed drainage using an 18-gauge needle, although no samples were sent for culture. The patient was then started on a second course of antibiotics, which was switched to augmentin [amoxicillin trihydrate, clavulanate potassium]. After completion of the antibiotic regimen, the infection appeared to have resolved, however, the patient developed scarring/keloid scar (implant site scar). The hcp believed that the scarring resulted from abscess (implant site abscess) formation. At the time of reporting, the hcp stated that the patient continued to have two more nodules, one on the right jawline and another on the left side of the face above a large keloid scar. No further drainage was reported, however, the patient remained with persistent nodules and visible keloid scarring. At the time of the latest report, the events were still ongoing, and the patient was permanently disfigured (cutaneous contour deformity). Outcome at the time of the report: nodules was not recovered/not resolved/ongoing. Induration was not recovered/not resolved/ongoing. Inflammation was not recovered/not resolved/ongoing. Warm to touch was not recovered/not resolved/ongoing. Infection was not recovered/not resolved/ongoing. Drainage was not recovered/not resolved/ongoing. Abscess was not recovered/not resolved/ongoing. Scarring/keloid scar was not recovered/not resolved/ongoing. Disfigured was not recovered/not resolved/ongoing. Sculptra was diluted to 2.5 ml was recovered/resolved. Tracking list: v.0 initial report: v.1 fu1 along with fu2 received on (B)(6) 2026 from the same reporter. Case upgraded to serious. Events of implant site induration, inflammation, warmth, infection, discharge, abscess, scar, cutaneous contour deformity and intentional device misuse were added. Medical history, suspect device location, outcome, nature of event and corrective treatment details were updated.

Manufacturer narrative:
Company comment: the serious events of infection, abscess, nodule and scar at implant site, cutaneous contour deformity, and the non-serious events of inflammation, induration, and warmth and discharge at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions, drainage procedure to prevent permanent damage and long-standing event suggestive of permanent damage. The potential root cause includes the injection procedure associated with inadequate aseptic technique. Alternative root cause includes the endolift facial tightening procedure conducted at the same unlicensed facility. Sculptra was intentionally misused with regards to reconstitution. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause. The reported lot number was valid and verified the reported product. To date, four case reports, including this case, have been reported for this lot number. However, only two of these case reports, including the case of concern, involved nodules, and none were related to abscesses or infection. To rule out a potential non-conforming product, a repeat batch record review will be requested. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.